Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the patient was interrogated on (B)(6) 2012 and then system and normal mode diagnostic tests were performed were ran along with a final interrogation. The next day, the patient called the physician's office severe pain. On (B)(6) 2012, the patient presented back to the office and her device was interrogated and found to be at unintended parameters that were indicative of a faulted system diagnostic test. The nurse practitioner programmed the patient's parameters back to normal, and the patient was reportedly okay. The company representative confirmed that the faulted system diagnostic test on (B)(6) 2012 resulted in the programming anomaly. The representative confirmed that the final interrogation on (B)(6) 2012 showed the unintended settings but they were not corrected until (B)(6) 2012. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician's office indicating the patient's pain was in the left neck region near the vagus nerve and was associated with vns stimulation on times.